Manufacturer narrative:
The user reported receiving several glucose suspend alerts on 4 dec 2025. Following escalation analysis, a return material authorization (RMA) was issued for the return of both the sensor and transmitter for further investigation.both the sensor and transmitter were returned to senseonics. Visual inspection of the sensor revealed hydrogel damage over the optical area, likely caused during the removal procedure due to excessive force applied by the removal clamps; this is unrelated to the user's complaint. In-house testing of the sensor was inconclusive due to insufficient hydrogel over the optics.a review of the dms raw sensor data indicated quality flags raised due to communication issues, most likely stemming from a problem with the sensor's electronics. This issue triggered the glucose suspend alert, blinding glucose readings.investigation of the returned transmitter did not identify any issues. However, analysis of its log file confirmed that the sensor's internal electronics were responding intermittently. B4.date of this report 04 march 2026. G3.date received by the manufacturer? 04 march 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 10,4121. H6. Investigation findings updated to 628. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported of receiving glucose suspend alerts which led to early sensor removal.